Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from importer report: additional info has been requested, but not yet received. Associated mdrs# 1018233-2012-02017 and 1018233-2012-02016.

Manufacturer narrative:
(B)(4). Additional info from importer report: (B)(6) 2012. Uretex to2 urethral support system. Cat# 485054. (B)(6).